Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Extracting a dhs hip screw with our universal extraction set. Spreading screwdriver was not working. Threads were not engaging in the handle of the screwdriver. Since the screwdriver did not work, had to open up an additional 15 trays at the hospital in order to find a wrench/screwdriver to take the screw out. Prolonged the surgery a minimum of an hour to an hour and a half.